Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was difficult to seat. The surgery was completed with another articular surface.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that one side of the dovetail feature was compressed and one side was flared. Gouges were also noted on the component anteriorly. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ document that was previously sent to the field.